Manufacturer narrative:
Additional information h3-device evaluation: lens returned in a microcentrifuge vial, dry with debris on product. Visual investigation found no visible damage to lens and debris on lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1, -10.50/3.00/95 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to low vault. A replacement lens of longer length was implanted in a separate surgery on 4 aug 2020 and the problem resolved.